Event description:
A medtronic representative reported a bent thoracic probe that was discovered during surgery. The site used alternate tips on the navlock set to proceed with the case. No negative impact to the patient was reported.

Manufacturer narrative:
No parts or files have been received by the manufacturer for evaluation.